Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 34-year-old female patient. The following data was provided (reference range for females is 15.6 pg/ml): sample ID (B)(6) initial result, on 02feb2024, was <2.1 pg/ml. The patient was redrawn approximately 3 hours later, under sample ID (B)(6) and the result was 31.4, repeat result was <2.1, repeat result, on another analyzer, was <2.1 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated alinity I stat high sensitive troponin-I result on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found the alinity pipettor probes, list number 03r96-01, alnty I probe tub wash, list number 04s60-02, filter cartridge, 0.5 micron, coalescing, part number a-10013104-01, wash zone probe, list number 08c94-36, and pm sensor, tested, short cable, part number a-204217-02, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 34-year-old female patient. The following data was provided (reference range for females is 15.6 pg/ml): sample ID (B)(6) initial result, on (B)(6)2024, was <2.1 pg/ml. The patient was redrawn approximately 3 hours later, under sample ID (B)(6), and the result was 31.4, repeat result was <2.1, repeat result, on another analyzer, was <2.1 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.